Event description:
It was reported during coil delivery into the anuerysm, the coil stretched and broke. Physician was able to push the rest of the coil into the aneurysm. Coil was implanted into the aneurysm. No patient injury reported.

Manufacturer narrative:
The coil will not be returned for evaluation as it was implanted in the patient.